Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had delivery anomaly. Customer's blood glucose at time of incident was 450 mg/dl. The customer stated that air bubbles develop in the reservoir. The customer was given a backup pump, sugar was normal and under control. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 450 mg/dl. The customer stated the blood glucose was high due to air bubbles developed in the reservoir.